Event description:
It was reported that the customer experienced a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy due to recurring cartridge alarm, so technical support assisted by sending a replacement pump and provided guidance on setting up and returning the faulty pump. The customer will use multiple daily injections as a backup therapy and follow all instructions for programming the new pump and connecting their continuous glucose monitor.